Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was tested during an office visit on (B)(6) 2013 and system diagnostic results revealed high impedance (dc dc ¿ 7). No patient adverse events were reported.

Event description:
Additional information was received that the vns has not been effective for the patient, suspected to be due to a loss of therapy from the previously reported high impedance. Additional programming history was reviewed as well, showing more instance of high impedance. Patient's device was still programmed on. Furthermore, a battery life calculation shows that the device has approximately 0 years remaining until eri=yes. Thus, this is another potential cause for the lack of efficacy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.